Manufacturer narrative:
Concomitant medical products: pending evaluation, "no information provided."

Event description:
It was reported that during impaction, the joint was very stiff and the surgeon had to hit the talar impactor very hard to push the final implant in. When the first talar impactor plastic protection broke, we had another on that was onsite to use but it broke as well. After removing the broken piece and cleaning out the patient, we could still use the talar impactor plastic protection to complete the surgery with no further complications. There was a small surgical delay that was less than 5 minutes. The patient did not experience any adverse event as a result of the surgical delay/ prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) the broken talar impactor cover reported was likely the result of the material not being designed to properly withstand the stresses experienced during use which led to ultimate fracture of the devices.